Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the device broke apart and fragments remain in the patient. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use in a percutaneous transhepatic biliary drainage procedure in the bile ducts. The drain was placed and the drainage loop ended in the smaller bowel. Post procedure, the drainage loop broke in five places. The device fragments were left in the duodenum. The rest of the device was removed normally. The procedure was completed with a biliary drain. It was noted that the physician thought the expel drainage catheter was ok to use as a biliary drain as it was named 'multipurpose'. Upon further review of the dfu, the physician was noted to have all necessary information.